Event description:
During injection of glue through the regatta, there was a leak between the hub and shaft of the regatta. The product was thrown away by the nurse in the cath lab. There was no report of patient injury or complications.